Event description:
Boston scientific crm received info that this lead was exhibiting poor r waves and high thresholds. A cxr was done and showed the lead placement was slightly high, but should not have affected therapy. The lead was explanted and replaced with a different lead. To date, there have been no reported adverse pt effects associated with this clinical observation.

Manufacturer narrative:
The electrical and mechanical performance of the lead under complaint was scrutinized. With regard to the electrical issues as mentioned in the complaint description, the analysis did not show any deviations from the electrical specifications. The visual inspection demonstrated a damaged silicon insulation at the ring electrode. It is reasonable to assume that these damages are due to mechanical stress such as excessive traction forces during the explantation procedure. The analysis did not reveal any sign of a material or mfg problem.